Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, at the time of loading the lens into the cartridge, the surgeon noticed that she had a damaged haptic with no patient contact. Additional information has been requested and received stating surgery was completed on the same day. Additional information has been requested and received stating the lens was never been in contact with the patient and patient was never affected.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case inside the lens carton. Viscoelastic was dried on the lens. One haptic was bent in the gusset area with the distal area adhered to the optic edge in dried viscoelastic. The other haptic was torn from the edge in the gusset area (still attached). The posterior optic surface was scratched near the edge. The anterior optic surface has a small crack near the optic center, scratches, and scrape marks between the optic center and the optic edge. Two photos of the lens carton were provided; however, the actual lens was not shown in either photo. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. A bent haptic and a torn haptic were observed. Additional optic damage was also observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company's release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Information indicated that the haptic damage was observed during the loading of the cartridge. There was no patient contact. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow-up information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).